Event description:
The surgeon reported an intraocular lens exchange 10 days post operative, due to his observation of a cloudy optic.

Manufacturer narrative:
H6 - the device was not received by the manufacturer. Product history records were reviewed, and indicate the lens met release criteria.